Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the blue flexible stiffener of an ultrathane mac-loc locking loop biliary drainage catheter became lodged in the catheter during an unknown drainage procedure on an unknown patient. As the blue flexible stiffener was being removed from the catheter, it became stuck and could not be removed. The drain had to be cut and was removed over the wire. A new like device was opened to complete the procedure successfully. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), quality control, manufacturing instructions (mi), and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot and related subassembly lots revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU [t_multi2_rev1] supplied with the device states the following in consideration of the reported failure mode: "precautions: when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture. How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the available information, no product returned, and the results of the investigation, cook medical concluded the root cause would fall under component failure, without any design or manufacturing issue. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the blue flexible stiffener of an ultrathane mac-loc locking loop biliary drainage catheter became lodged in the catheter during an unknown drainage procedure on an unknown patient. As the blue flexible stiffener was being removed from the catheter, it became stuck and could not be removed. The drain had to be cut and was removed over the wire. A new like device was opened to complete the procedure successfully. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - additional device name: gbo catheter, nephrostomy, general & plastic surgery, lje catheter, nephrostomy . D2b - additional product code: gbo, lje. G4 - PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.